Event description:
It was reported during the implant attempt that there was no telemetry with the programmer, also noted was no output on the atrial or ventricle channels and total function was lost. A new device was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis revealed that the confirmed no output and no telemetry condition was found to be an anomaly associated to crystal y1 or crystal oscillator circuitry internal to u10. The exact cause could not be determined. The condition cleared during analysis.